Manufacturer narrative:
The pcb00 device was received to the manufacturing site in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. No damages on the device were observed. To date the intraocular lens remains implanted. The complaint reported was not verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a pcb00v, a white plastic debris came out of the cartridge with an intraocular lens. The surgeon took the debris from the patient&#38112;eye by surgical instrument. Reportedly, there was no patient injury.